Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00201: plate, 3025141-2020-00202: screw 1, 3025141-2020-00203: screw 2, 3025141-2020-00204: screw 3, 3025141-2020-00205: screw 4, 3025141-2020-00207: screw 6, 3025141-2020-00208: screw 7.

Event description:
An acumed plate was implanted into the patient. At 6 weeks post op, it was determined, via x-ray, that the four distal screws were broken. The surgeon reported no trauma occurred that would have cause the screws to break.